Event description:
A hospital nurse reported image loss during an esophagogastro duodenoscopy (e.g.d.) Procedure. The case was completed with a different scope and there were no complications related to the occurrence.